Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) does not communicate with a monitor

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate) has been confirmed. As rec'd, the belt failed incoming testing. Upon eval, the front and rear pulse wires were open inside the trunk cable. The cause of the test failure is the open pulse wires. The trunk cable showed signs of physical abuse. The root cause of the open pulse wires was physical abuse. No adverse event resulted from the defective belt.